Manufacturer narrative:
The customer's complaint of "the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error was determined to be the drivetrain motor brake gap being too wide and out of specification. As a result, the autopulse stopped functioning with a system error, as designed. The brake gap issue is most likely attributed to wear and tear. The autopulse platform was manufactured in 2019 and is over four years old. The returned autopulse platform was visually inspected, and no physical damage was observed. Upon further inspection, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The clutch plate needs to be deburred to remedy the problem. The root cause was the sticky driveshaft clutch area, usually caused by sharp edges from all 12-hex edges of the armature plate or burrs on the clutch rotor's surface, likely attributed to normal wear and tear. Reviewing the archive data showed a system error 139 (unable to hold compression position), thus confirming the customer's complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up the device, thus confirming the customer's complaint. The brake gap could not be adjusted within the specification. The drivetrain motor assembly needs to be replaced to address the system error. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message upon powering up. No patient involvement.